Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was in use and the patient expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator is currently in the possession of the police. The device has not been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.